Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that a cartridge change error occurred. Customer's blood glucose level ranged from 120-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.